Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirmed the reported event; programmer passed functional testing. It was noted the stylus had a couple punctures (damaged). Product ID: 229047 analyzer. (B)(4).

Event description:
It was reported that the programmer screen was blinking gray intermittently during interrogations and is getting progressively worse. The programmer was returned for repair. No patient complications have been reported as a result of this event.